Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump carbohydrate setting had changed to "off" and was not sure when or how this occurred. Blood glucose was 400 mg/dl. Tandem technical support (cts) assisted the customer with turning the pump carbohydrate setting to "on". Although multiple requests were made, the pump data had not been uploaded and cts was unable to determine a cause of the event.